Manufacturer narrative:
Bur broken inside the mid-section assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a bur was stuck in the handpiece, pre-operatively. There was no patient involvement.